Event description:
The following has been reported: nurse reported: cracked tubing, medication leaking. Had to re-spike medication and tubing. Issue stopped an active infusion. No patient harm. A preliminary review identified the following issue: administration set breaks (any part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Two samples of ivenix administration set was returned for evaluation. Upon visual inspection, the gold foil corresponded to the specific code set-0032-1 per the applicable drawing. During the visual inspection of sample #1, a damaged cassette was detected. During the visual inspection of sample #2, a damaged secondary port was found. It is thought there was excess of solvent applied at the connection during the uv process. The reported "crack" could be caused due to the mentioned defect. The failure mode could be related to the manufacturing process of the ivenix administration set. The customer complaint is confirmed. The reported leak could be related to 1) poor welding of the cassette or mishandling of the unit during shipping/packaging process or at customer site or 2) probable root cause of the reported incident is most likely related to the excess of solvent applied during the manufacturing process. An internal investigation was opened to mitigate the reported failure. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.